Manufacturer narrative:
No components have been received by the manufacturer for analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when images were being taken there was no nav tag on them. The site confirmed the network cable was fully seated and there was green communication. The imaging system was able to verify with the navigation system. The procedure was aborted due to the issue.

Manufacturer narrative:
Previously reported as an adverse event and product problem, however additional information received confirmed that this was not an adverse event, it was strictly a product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. The surgery was not aborted, the surgeon proceeded by using a loaner imaging system to complete the case. The patient was exposed to additional radiation, the clinical specialist stated the site most likely completed localization 2d images and 1 3d spin to proceed with the surgery, however the dose report and the images were no longer available since the loaner system had been removed from the site. There was no reported impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated 3d dose absorbed (patient): 7.469 msv. Estimated 2d dose absorbed (patient): 3.8 mgy number of people exposed: 1 - patient total number of people in or unknown (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. The cs reported he suspects the tracker or reference frame was not being seen and the error message on the pendant asking if you wanted to continue with a non navigated spin happened and the site was selecting confirm.